Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; due to continuous glucose monitor (cgm) values not populating. Customer consumed carbohydrates to address bg level. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.